Event description:
Reporter called lfs on behalf of pt alleging that pt's one touch ultra meter had a test strip port issue. Reporter mentioned that the pt was feeling dizzy at the time of concern. Pt was unable to obtain blood glucose readings. Pt did contact a medical professional for advice. Pt reported taking glucose following the attempted use of the meter. The customer service rep discovered that the pt used the control to check the meter according to the instructions. The meter was replaced, since the test strips could not be inserted into the test strip port. The pt neither alleged harm nor experienced injury or medical intervention.